Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown connection issue occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log could not confirm the reported event. A root cause could not be determined.